Event description:
A patient in alleges that she received burns in connection with a hair removal treatment performed in 2003 with the subject lightsheer device. It appears that the patient had 5 prior lightsheer hair removal treatments without problems.

Manufacturer narrative:
Device evaluation: lumenis has requested device evaluation results from the responsible party (device distributor). Evaluation - method: review of complaint record based on the details available as of december 15, 2006, it appears that the most likely root cause of the incident is foreign material on the sapphire tip of the subject lightsheer device. If lumenis obtains significant additional information in the future, a follow-up medwatch report will be filed.